Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. The crimped stent was detached from balloon and not returned with the device for analysis. The balloon cone profiles were reviewed and found that the balloon wings and folds on the distal side were slightly opened out of their intended position. Crimp markings were evident across the length of the balloon wall indicating crimp contact between the coated stent and balloon. There was no evidence of positive pressure being applied to the balloon. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x24 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, during preparation, the stent fell off in the stylet. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x24 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, during preparation, the stent fell off in the stylet. No patient complications were reported.